Event description:
The customer reported that the 840 ventilator stopped cycling and an open safety valve error had appeared. There was no pt involvement. The covidien customer service engineer (cse) investigated the device and could not duplicate the alleged malfunction. The device was upgraded to the current software. The device passed all testing.

Manufacturer narrative:
(B)(4).